Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 19 years since the subject device was manufactured. Based on the results of the investigation, although foreign material was confirmed, the specific material could not be identified. It is unknown if reprocessing of the device was practiced in accordance with the instructions for use (IFU) manual. Therefore, the root cause of the foreign material remaining in the subject device could not be determined. The event can be detected/prevented by following the IFU which state: chapter 3: preparation and inspection - detection. Chapter 3: cleaning, disinfection, and sterilization procedures - prevention . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with a detergent solution. The device was returned to olympus for evaluation and the evaluation found the following: the adhesive on the bending section cover had a chip, a crack and a discolored area, due to deformation of the bending tube the connection between the bending section and the connecting tube was not secured, the water removal ability did not meet the standard value due to clogging of the nozzle, the plastic distal end cover had a crack, the paint on the air/water cylinder was peeled, the following had a dent; the plastic distal end cover, connecting tube, and switch 1, and the following had a scratch; the connecting tube, the protector of the universal cord on the suction connector side, the protector of the universal cord on the control section side, the universal cord, and the image guide protector. Additionally, the following had discoloration; the adhesive around the objective lens and around the light guide lens, the plastic distal end, electrical connector/electrical connector due to water leakage, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had dirt stuck in the nozzle, they were able to remove the dirt. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.